Event description:
It was reported that the valve leaked.

Manufacturer narrative:
The valve was patent and met all specifications for pressure-flow or preimplantation testing. The valve did not pass siphon, reflux or leakage testing due to multiple tears on the bottom of the delta chamber. It is unk how or when this damge may have occurred. The instructions for use that accompanies the vavles caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.